Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Date of birth - (B)(6). Implanted date: device was not implanted, explanted date: device was not explanted, the actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after a femoral artery puncture, vessel occlusion occurred using a 6f angio-seal device. There was a kink at the collagen sponge. Therefore the collagen sponge was difficult to release and the seal failed. Manual pressure was applied to stop the bleeding. Bleeding occurred in the procedure room. The patient was not hospitalized due to the event. The patient did not require surgical or non-surgical intervention due to the event. A CT was not performed to diagnose the bleed. Ultrasound was not performed to diagnose the bleed. Procedure was not a high stick access, and there were not multiple sticks performed. Posterior wall was not punctured. The patient did not required blood transfusion. The patient was in stable condition.